Event description:
The customer observed false nonreactive alinity I syphilis tp results. The following example was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity initial result = 0.00 s/co. Alinity repeat result = 2.41 s/co no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module and observed the wash buffer sensor was inadvertently installed by the customer instead of the alnty ci snsr bsl for the pre-trigger level sensor. The wash buffer sensor was removed and replaced with the alnty ci snsr bsl which resolved the issue. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. A review of tracking and trending for the alinity I did not identify any similar issues related to the alinity system, complaint part, or complaint issue. The alinity ci-series operations manual provides troubleshooting information for erratic results, and illustrated instruction for the removal, replacement, and verification of the alnty ci snsr bsl. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. Based on the investigation the alinity I processing module and alnty ci snsr bsl are performing as intended, no systemic issue or deficiency of the alinity I processing module, serial (B)(6), or the alnty ci snsr bsl were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis tp results. The following example was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity initial result = 0.00 s/co. Alinity repeat result = 2.41 s/co no impact to patient management was reported.